Event description:
The customer stated that, she tested her blood glucose using her new contour meter and her breeze meter. The contour meter read 117 mg/dl, while the breeze read 243 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Control solution is being sent to the customer for further troubleshooting, so no prod will be returned at this time.